Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the main keypad as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the on button on their device was not working. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the left side of the power button was worn and therefore required a firmer press for recognition/activation. Physio observed that the right side of the power button was functional.

Event description:
The customer contacted physio-control to report that the on button on their device was not working. There was no patient use associated with the reported issue.